Event description:
It was reported via service report that the power cord was damaged with exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.